Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as no application is installed and the device is unusable. Review of the event log shows that a configuration error occurred. The device was switched in test mode by mistake by remote monitoring. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the device display "no applications installed".